Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 06 july 2020: lot 1906478: (B)(4) items manufactured and released on 29-oct-2019. Expiration date: 2024-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: liner: mpact 01.32.4048hct flat pe hc liner ø40/f lot. 1904359 (k122641). Batch review performed by medacta regulatory affairs department on 06 july 2020: lot 1904359: (B)(4) items manufactured and released on 21-june-2019. Expiration date: 2024-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 1 month after the primary due to signs of an infection and the pathogen is unknown. The surgeon revised the head and liner and the surgery was completed successfully.